Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after ten (10) days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced symptoms described as blurred vision and "leg tremble" and was unable to self-treat, requiring treatment by drinking sugary drink (soda) provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The sensor lot expired as of 31-jul-22, therefore, sensor testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.